Manufacturer narrative:
A complete lead with a stylet was returned in one piece for analysis. X-ray examination found the inner coil was over torque at the connector region. Visual inspection of the lead found helix was retracted with traces of blood. After cleaning, the helix was able to be extended and retracted by applying torque to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood and the over-torque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with dizziness and a slow heart rate. It was noted that the electrode position was not good. The lead was reprogrammed. Later during lead revision procedure, the helix did not screw out. The lead was explanted and replaced. The patient was stable.